Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment and no further information is expected. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - it was reported that this lead was repositioned after the patient returned to the doctor complaining of severe palpitations. Cardiac perforation was suspected. Pacing failure was observed in unipolar setting. Bipolar was set to 1.7v/0.4ms. No abnormality of the lead impedance was noted. Should additional information become available this file will be updated.